Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter stated that the pump was not delivering insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal and bolus deliveries were on (B)(4) 2014. The pump history revealed no alarms outside the range of normal use. The basal and boluses add up appropriately to equal the total daily dose; showing the pump was delivering correctly until the last date used. The pump successfully passed a delivery accuracy test and was found to be working within required specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.